Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving a morphine, clonidine, and bupivacaine via an implantable pump for non-malignant pain. The pump administered morphine with concentration 12.5 mg/ml at a dose rate of 4.9 mg/day, clonidine with concentration 294 mcg/ml at a dose rate of 117 mcg/day, and bupivacaine with concentration 7.5 mg/ml at dose rate of 2.9 mg/day. It was reported that the pump pocket was suspicious for infection. There were signs of infection as per the surgeon. Purulence was noted in pocket and cultures were sent. The event occurred during a procedure. The pump and complete catheter were explanted. The explanted devices were to be replaced in the future. No further diagnostic tests/troubleshooting was performed. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been unable to be determined at this time. It was noted that the hcp was notified that the product should be returned to the manufacturer for analysis; however, the return status was unable to be determined. The hospital was in possession of the explanted pump and catheter. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. It was noted that the hcp had no further information on the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding the report the pump had gone "bad" in the last year, the hcp stated the device was not working properly. The cause of the issue was not determined. It was also reported that the infection was not confirmed. It was indicated the explanted devices had been disposed of.

Manufacturer narrative:
Correction: adverse event and product problem was not previously selected in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device code (B)(4) pertains to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The pump was described as having gone bad last year so a replacement was performed on (B)(6) 2019. The date (B)(6) 2018 is considered an approximate date of event (year known only).